Event description:
A peritoneal dialysis (pd) pt reported a fluid leak. His cycler alarmed for air detected in the cassette during drain 3. He was advised to cancel treatment. After treatment was cancelled the fluid leak was found. The pt was advised to discontinue using the cycler and to contact his pd nurse. During follow up, the pt's pd nurse reported that the pt did not have any signs of infection. He was treated with a single dose of prophylactic antibiotics vancomycin and gentamicin. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.